Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to pullout was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e stopper pullout force was less than "0.7lb" at "0.1bf" during use. The following information was provided by the initial reporter: "the failure was 2nd stopper pullout force being less than 0.7lbf (it had a pull force ~ 0.1 lbf)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e stopper pullout force was less than "0.7lb" at "0.1bf" during use. The following information was provided by the initial reporter: "the failure was 2nd stopper pullout force being less than 0.7lbf (it had a pull force ~ 0.1 lbf)."